Event description:
It was reported that patient had chest wall discomfort. It was noted that there was no capture at max outputs. The right ventricular (rv) lead was reported to have perforated in the apical region of the heart. This was confirmed with x-ray and pericardial rub. There was no effusion. The lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.